Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp support and during support, the patient was hypotensive and was developing a hematoma. The hematoma continued to grow. Seven units of red blood cells, fresh frozen plasma, six units of albumin and additional chemical support were given to the patient. The pump was explanted and replaced. Once removed, the surgeon noted that there were multiple tears in the vessel. It looked like upon access with the needle, the needles went through and through. Posterior femoral tear from access needle was noted. The patients outcome is stable.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. Upon removal, multiple vessel tears that looked to be from the access needle were noted. Impella cp was returned cut at the catheter. No other damages or abnormalities were found. The root cause of the vascular damage - peripheral vessel was most likely use related since the vessel tears looked to be from the access needle. H6 health effect - clinical code was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29420.